Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user alleged on insulin pump for possible over delivery anomaly. Blood glucose level was 200 mg/dl. Customer stated that they had ongoing issue with hypoglycemia and hyperglycemia. Customer treated their low blood glucose with food. Customer was using insulin pump system within 48 hours of reported low blood glucose level. No harm medical intervention was reported. The insulin pump will be returned for analysis.